Event description:
It was reported that the wake button was not working. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.